Event description:
The customer contact reported backflow of fluid from the secondary solution container into the primary tubing drip chamber. The primary tubing set was being used to deliver 0.9% sodium chloride at an unspecified rate via a symbiq pump. At an unspecified time, an unspecified secondary tubing set was connected to the proximal clave y-site on the primary tubing set for piggyback delivery of 20meq of potassium/20mmol of phosphate in a 250ml container, at a rate of 43 ml/hr. The primary solution container was lowered below the secondary solution container. It was reported that 30 min after the delivery was started, the nurse returned to the pt's room and noted that the solution container was three-quarters empty. The drip chamber on the primary tubing set was full. The physician was notified and ordered a stat serum potassium to determine if the pt received the medication. The lab value was reported to be 2.9meq/ml which was reported as lower than the prior level. The physician ordered another delivery of 20meq of potassium/20mmol of phosphate be delivered and an unspecified concentration of potassium to be added to the pt's tpn. The tubing sets and the solution containers were replaced and the therapies were resumed. On (B)(6) 2010, the pt's potassium level was 3.5meq/l. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This device has been identified as part of a recall. This issue was reported to the FDA (B)(4) district office. Any updates will be provided to the (B)(4) district office. This report represents all the info known by the rptr upon query by hospira personnel; (B)(4).